Manufacturer narrative:
No complaint or actual event could be confirmed and no device was available for evaluation. Manufacturing records were reviewed and no nonconformances found. Due to the wording of the initial report received by the distributor, it seems that the device may have been used inappropriately, since special atraumatic babcock forceps are available to prevent trauma in sensitive tissue.

Event description:
As per MFR (importer) report# (B)(4): dealer initially reported that tips could generate small trauma. On (B)(6) 2014 dealer reported that "client informed us that these forceps mistreated tissues a bit when they were used. We don't have more information."